Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, and it was determined that a damaged motor assembly and cable assembly were the suspected cause of the heat generation. Both assemblies were replaced and the device was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed using the same equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.